Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin appears almost cloudy and there is white stuff in it with white bubbles foaming at the top. Customer stated that she filled her reservoir and still sees them. Customer's blood glucose was 159 mg/dl at the time. Customer prompted the insulin pump to rewind and was advised to go through the priming process to clear.